Event description:
A ventilator was returned to the third party service center for service. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module valve was replaced to address the issue.